Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain/pelvis"), salpingitis ("fallopian tube inflammation / focal acute inflammation"), genital haemorrhage ("heavy and irregular bleeding"), thyroidectomy ("thyroid removal"), cholecystectomy ("gallbladder removal"), appendicectomy ("appendix removal") and breast abscess ("abscess on left breast") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "rejection of essure implants" on (B)(6) 2009. The patient's previously administered products included for birth control: ortho tri- cyclen. Concurrent conditions included parity 2. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced bladder disorder ("bladder problem/bladder or urinary problems or changes") and urinary tract disorder ("urinary problem or changes"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia / dyspareunia ( painful sexual intercourse)/painful intercourse"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced cystitis interstitial ("interstitial cystitis/ bladder infections"). On (B)(6) 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2011, the patient underwent thyroidectomy (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant) and appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/lower abdomen"), breast abscess (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), dysuria ("dysuria"), attention deficit/hyperactivity disorder ("attention deficit disorder"), back pain ("lower back pain"), micturition urgency ("urgency") and vaginal infection ("vaginal infections"). The patient was treated with surgery (on 25-aug-2009 pelvic surgery to try and alleviate the symptoms) and surgery (hysterectomy(full), laparoscopy with right salpingectomy, left partial salpingectomy, essure coil removal). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis interstitial and vaginal infection was resolving, the salpingitis, thyroidectomy, cholecystectomy, appendicectomy, breast abscess, abdominal distension, dysuria, attention deficit/hyperactivity disorder, bladder disorder, urinary tract disorder, back pain and micturition urgency outcome was unknown and the genital haemorrhage, abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain lower, appendicectomy, attention deficit/hyperactivity disorder, back pain, bladder disorder, breast abscess, cholecystectomy, cystitis interstitial, dyspareunia, dysuria, genital haemorrhage, menorrhagia, micturition urgency, pelvic pain, salpingitis, thyroidectomy, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left side- 3 coils, right side- 4 coils. Essure coil removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: essure placement successful " concerning the injuries reported in this case , the following one/ones were described in patient's medical record:confirming- pelvic pain " " concerning the injuries reported in this case , the following one/ones were described in patient's medical record: salpingitis" most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was updated. Events added: vaginal infections. Outcome of following events was updated from unknown to recovering/resolving: vaginal infections, bladder infections, abnormal bleeding. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain/pelvis"), salpingitis ("fallopian tube inflammation / focal acute inflammation"), genital haemorrhage ("heavy and irregular bleeding"), thyroidectomy ("thyroid removal"), cholecystectomy ("gallbladder removal"), appendicectomy ("appendix removal") and breast abscess ("abscess on left breast") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "rejection of essure implants" on (B)(6) 2009. The patient's previously administered products included for birth control: ortho tri- cyclen. Concurrent conditions included parity 2. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced bladder disorder ("bladder problem/bladder or urinary problems or changes") and urinary tract disorder ("urinary problem or changes"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia / dyspareunia ( painful sexual intercourse)/painful intercourse"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced cystitis interstitial ("interstitial cystitis/ bladder infections"), vaginal infection ("vaginal infections"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2011, the patient underwent thyroidectomy (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant) and appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), breast abscess (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/lower abdomen"), abdominal distension ("abdominal bloating"), dysuria ("dysuria"), attention deficit/hyperactivity disorder ("attention deficit disorder"), back pain ("lower back pain") and micturition urgency ("urgency"). The patient was treated with antibiotics and surgery (hysterectomy(full),laparoscopy with right salpingectomy left partial salpingecto,essure coil removal and on (B)(6) 2009 pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis interstitial and vaginal infection was resolving, the salpingitis, thyroidectomy, cholecystectomy, appendicectomy, breast abscess, abdominal distension, dysuria, attention deficit/hyperactivity disorder, bladder disorder, urinary tract disorder, back pain, micturition urgency, cystitis and urinary tract infection outcome was unknown and the genital haemorrhage, abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain lower, appendicectomy, attention deficit/hyperactivity disorder, back pain, bladder disorder, breast abscess, cholecystectomy, cystitis, cystitis interstitial, dyspareunia, dysuria, genital haemorrhage, menorrhagia, micturition urgency, pelvic pain, salpingitis, thyroidectomy, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left side- 3 coils, right side- 4 coils. Essure coil removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure placement successful. " concerning the injuries reported in this case , the following one/ones were described in patient's medical record:confirming- pelvic pain " " concerning the injuries reported in this case , the following one/ones were described in patient's medical record: salpingitis" most recent follow-up information incorporated above includes: on 13-dec-2018: pfs received. Events bladder infection, urinary tract infection were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain"), salpingitis ("fallopian tube inflammation / focal acute inflammation"), genital haemorrhage ("heavy and irregular bleeding"), thyroidectomy ("thyroid removal"), cholecystectomy ("gallbladder removal"), appendicectomy ("appendix removal") and breast abscess ("abscess on left breast") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "rejection of essure implants" on (B)(6) 2009. The patient's previously administered products included for birth control: ortho tri- cyclen. Concurrent conditions included parity 2. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia / dyspareunia ( painful sexual intercourse)"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem or changes"). In (B)(6) 2008, the patient experienced cystitis interstitial ("interstitial cystitis"). On (B)(6) 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2011, the patient underwent thyroidectomy (seriousness criterion medically significant) and cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), appendicectomy (seriousness criterion medically significant), breast abscess (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), dysuria ("dysuria"), attention deficit/hyperactivity disorder ("attention deficit disorder"), back pain ("lower back pain") and micturition urgency ("urgency"). The patient was treated with surgery (on (B)(6) 2009 pelvic surgery to try and alleviate the symptoms) and surgery (laparoscopy with right salpingectomy; left partial salpingectomy; essure coil removal.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving, the salpingitis, vaginal haemorrhage, menorrhagia, cystitis interstitial, thyroidectomy, cholecystectomy, appendicectomy, breast abscess, abdominal distension, dysuria, attention deficit/hyperactivity disorder, bladder disorder, urinary tract disorder, back pain and micturition urgency outcome was unknown and the genital haemorrhage, abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain lower, appendicectomy, attention deficit/hyperactivity disorder, back pain, bladder disorder, breast abscess, cholecystectomy, cystitis interstitial, dyspareunia, dysuria, genital haemorrhage, menorrhagia, micturition urgency, pelvic pain, salpingitis, thyroidectomy, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: left side- 3 coils, right side- 4 coils. Essure coil removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: essure placement successful. " concerning the injuries reported in this case , the following one/ones were described in patient's medical record:confirming- pelvic pain " " concerning the injuries reported in this case , the following one/ones were described in patient's medical record: salpingitis" most recent follow-up information incorporated above includes: on 27-mar-2018: events "abnormal bleeding(menorrhagia), interstitial cystitis, thyroid removal, gallbladder removal, appendix removal, abscess on left breast , abdominal bloating , dysuria, attention deficit disorder,rejection of essure implants, urgency, reporter added from pfs. Event "fallopian tube inflammation / focal acute inflammation", historical drug and condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2009 pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.